Event description:
The wire became stuck in the balloon catheter during a pediatric heart catheterization. The wire and balloon were removed and saved. The case was successfuly completed with new equipment.the product was returned to the vendor.======================manufacturer response for amplatzer sizing baloon 2, 18 mm, amplatzer sizing baloon 2, 18 mm (per site reporter).======================awaiting response.======================manufacturer response for amplatzer guidewire, amplatzer guidewire (per site reporter).======================awaiting response.